Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the alleged defect has not been received by carefusion failure analysis lab.

Event description:
The customer reported while using the vela ventilator; the unit was generating high pip (high peak inspiratory pressure), and low ve (minute ventilation) alarms. The events log included xdcr fault occurred. The customer performed transducer calibrations, but the issue was not resolved. It was reported that there was no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly (pcba) for investigation. An investigation was performed and identified the root cause of the reported issue was due to a degraded transducer within the assembly (pt 802). This issue will be internally investigated within carefusion.